Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/10/2016 with the following findings: during investigation, the complaint of the under responsive keypad was unable to be duplicated. The keypad was intact and all the buttons were responsive during investigation. The keypad was removed to inspect under the contacts and there was no contamination found. The pump was opened to inspect the keypad flex and it was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper traveling toward the case seal.